Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath & patient has copd, particles are effecting him. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged difficulty breathing/short of breath & patient has copd, particles affected him. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the external and internal aspect of the device and observed dust and dirt found around the air inlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 instances of continue error e-105. The manufacturer confirmed the evidence of sound abatement foam degradation/breakdown which was observed in the base unit and the presence of dust/dirt on the blower and bottom enclosure. The manufacturer coccludes that the evidence of water ingress in the blower box and confirmed the presence of dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed .